Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable pacing lead, implanted: (B)(6) 2000; d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis showed impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and oversensing associated with the right ventricular lead. There was one patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(6)-2013. Weekly pace impedance trend data shows a decrease for mini ventricular pace bi impedance equal to 90 to 171 ohms range between (B)(6)-2013 and (B)(6)-2013. There were two patient alerts for lead failure predictor on (B)(6)-2013 and (B)(6)-2013. There was four lead failure predictors (lfp) high rate-non-sustained (ns) less than or equal to 212 ms average v-cycle between (B)(6)-2013 and (B)(6)-2013. Ventricular short interval count (sic equal to (B)(4) counts, in 8.16 days between (B)(6)-2013 and (B)(6)-2013.

Event description:
It was reported that after the patient received a lung resection for cancer, there was low impedance with sensing issues. Lead integrity alert (lia) was triggered for elevated short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) episodes with noise. It was noted there was a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.